Event description:
The pt reported he has been receiving repeated occlusion error messages on his insulin infusion device. He stated he has an error now. To troubleshoot, the pt was instructed to disconnect from his infusion headset and prime the tubing. The infusion device gave another occlusion message. The pt was then instructed to disconnect the tubing and prime through the tip of the adapter which went through without error. He stated the tubing had been in use for 6 hours. The pt then attached a new tubing and it worked without error. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.